Manufacturer narrative:
No button error alarm noted. Un responsive esc button due to corroded keypad trace. Unable to perform displacement test due to unresponsive button. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the pump is vibrating. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.